Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected descrepant result on a 74 year old female patient with peripheral vascular disease. There was no additional patient information available at the time of this report. Method date collected tested hgb(g/dl) hct(%) I-stat on (B)(6) 2024 , 06:26 immediately , 12.2 36. Sysmex on (B)(6) 2024 , 11:34 12:15 , 6.5 20.9 .sysmex on (B)(6) 2024 , 12:25 13:09 , 6.2 20.1. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-apr-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met all the acceptance criteria found in q04.01.003 rev an, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency is identified for eg6+ lot n23337.

Event description:
Na.